Event description:
The central monitoring system has intermittent video loss on one screen (dual screen setup). The video on one screen goes blank and a message "dvi input lost" is displayed. Verified cables are firmly attached, this occurs several times a day and this started four days ago. Ref MFR report 8030229-2014-00002.